Manufacturer narrative:
(B)(4). The customer returned one dilator and lidstock for analysis. Signs of use were observed on the dilator. Visual analysis revealed a small continuous bend along the extrusion. Despite the bending, the structural integrity appears normal. The dilator length measured 5 3/8", which is within the specification limits of 5 1/4"-5 3/4" per the dilator product drawing. The inner diameter at the distal tip measured 0.037", which is within the specification limits of 0.036"-0.038" per the dilator product drawing. The dilator outer diameter measured 3.99mm, which is within the specification limits of 3.97mm-4.06mm per the dilator extrusion product drawing. The inner diameter at the hub end measured 1.4224mm, which is within the specification of 1.40mm-1.47mm per the dilator extrusion product drawing. The module requirements document for dilators (amrq-000120 rev09) was reviewed as part of this complaint. Per iso 11070 annex a.3, "the dilator shall have a certain flexibility, but sufficient rigidity such that it may be inserted over a companion guidewire into porcine flesh or other human analog without kinking, buckling, or other impedance". The dilator was inserted over a lab inventory guide wire (outer diameter measured 0.84mm) and into simulated human skin. No resistance or damage was encountered. The dilator was compared to a lab inventory 12fr dilator. No differences in structural integrity were observed. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The report that a bent dilator was confirmed through investigation. Visual analysis revealed a long continuous bend along the dilator body. Despite the damage, the dilator met all relevant dimensional and functional requirements. A device history record review did not reveal any relevant findings. Based on the customer report and the samples received, the bending appears consistent with unintentional use error during insertion. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the dilator is too soft and was bent." There were no reports of patient injury, harm, or adverse health consequences associated with this event. The patient's condition was reported as "fine". No additional medical intervention was reported beyond removal of the affected device, and replacement with another device.